Manufacturer narrative:
Unit monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. No unexpected restart error or external ram crc error alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had unexpected restart after putting new battery on insulin pump. Customer¿s blood glucose level was advised as 98 mg/dl. The customer was assisted with troubleshoot and customer states a temp basal was not programmed before the unexpected restart after putting new battery alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. The customer stated that they put new battery and unexpected restart had occurred during normal use. The insulin pump will be returned for analysis.